Event description:
During tonsillectomy, surgeon noted burn to left commissure/lip. Have contacted ecri to assist dept: forensic investigation division to rule out problem with equipment or disposable bovie handpiece/tip.